Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was squirting out insulin during the fill tubing process. The customer stated they were not able to exit the reservoir loading process and insulin continued to drip after the motor stopped during the fill tubing process. The customer got a broken force sensor was detected during seating or regular delivery alarm . No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No prime or fill anomaly and no pump error 35 alarm noted. (B)(4).